Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump received error 25 due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a power error alarm detected and alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. Customer stated they clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.